Event description:
Material # 24301-0007t and batch # 24075212. It was reported by customer that there was leakage from smartsite port on tubing. Verbatim: leaking from smartsite port on tubing. Additional info received on 21-oct-2024. It is not the smartsite port on the tubing that was leaking, it is the filter on the tubing.

Manufacturer narrative:
It was reported by customer that there was leakage from smartsite port on tubing. One sample was received for quality evaluation. Visual inspection on the sample did not indicate any damages or abnormalities. The sample was then primed and checked for any leakages, air-in-line and occlusion issues. There were no issues found during priming. A simulated infusion was then conducted at a flow rate of 125 ml/hr for 1 hour. There were no leaks, air-in-line or occlusion issues found. The customer complaint of leakage could not be replicated. A root cause was not determined because the failure was not replicated. A device history record review for model 24301-0007t lot number 24075212 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite texium low sorbing infusion set was leaking the following information was received by the initial reporter with the following verbatim leaking from smartsite port on tubing.